Event description:
The patient was reportedly implanted the advantage fit sling manufactured by boston scientific to treat her stress urinary incontinence and a surgisis graft (unspecified) to treat her stage I pelvic organ prolapse on (B)(6) 2008 during surgery performed at (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injuries, and has undergone corrective surgery. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type/ to what extent intervention was performed, specific correlation between device performance and alleged injury , current patient status.

Manufacturer narrative:
Conclusion - root cause inconclusive due to lack of details provided by the complainant.